Event description:
The pt underwent a system revision with a diagnosis of seroma. No anomalies were found. The fluid was initially reported as cerebrospinal fluid. The physician planned to replace the catheter; this procedure was not confirmed. It was later reported by the hcp that the event was related to an abscess and the pt presented unspecific infection symptoms. The pump and catheter were explanted. No pt outcome was reported.

Manufacturer narrative:
.